Event description:
The customer reported that the system would not display a fluoroscopy image. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed on site investigation. The system was repaired during the service call. The system was tested and found to be working as intended and put back into service.